Manufacturer narrative:
No eval can be performed; device was not returned to synovis.

Event description:
Pt underwent surgery for ventral hernia repair in 2008. Pt coughed (post-op) and the sutures surrounding the veritas tore, which required emergency hernia repair.